Event description:
It was reported, that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?; returned to manufacturer. On device return to manuf.?; device eval. By manufacturer?; imdrf annex a, b,c,d,g grids, remedial action required. Remedial action. Omit: (B)(4), failure to power up (1476), b21:type of investigation not yet determined. C21: results pending, completion of investigation, d16: conclusion not yet available. (B)(4), part/component/sub-assembly term not applicable. A device history record review is performed on each device reported in a MDR reportable event, along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not turn on / off. There was no patient involvement.